Manufacturer narrative:
Analysis was unable to verify the customer's complaint of overheating since the handpiece passed the temperature test. The ambient temperature or start temperature was 75.0 and the raised or max temperature was 87.9. The (max temp - the ambient temp = 12.9 which is passing). The max rise temp is 27 f for this handpiece. After the evaluation ,there was no fault found with the handpiece. The device was repaired, cleaned, tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the health care provider (hcp) reported via a manufacturer representative that the event occurred during a spine procedure. The drill was replaced to continue the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported that the handpiece was getting hot. There was no patient impact.